Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-07-13. H.6. Investigation summary bd received a sealed 22 gauge insyte autoguard blood control package from lot 9331222 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a piece of hair inside the packaging. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a packaging issue.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) experienced a damaged or open unit seal where the sterility was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: a hair on the catheter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) experienced a damaged or open unit seal where the sterility was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: a hair on the catheter.